Manufacturer narrative:
Device analysis report attached. This report is submitted on february 17, 2022

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (date and duration not reported) for the infection. This report is submitted on december 7, 2021.

Manufacturer narrative:
This report is submitted on november 18, 2021.

Event description:
Per the clinic, the patient experienced an infection and necrosis at the implant site (infection treatment unknown). The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.